Event description:
It was reported that approximately two months post initial hip arthroplasty, the patient underwent a revision due to dislocation. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10 - associated products: femoral head 12/14 taper 28 mm diameter +0 mm neck length; item# 802202802; lot# 3131419 avantage cemented cup s52; item# p0463052; lot# 0001641801. Allen plug 20mm flange; item# 00-8011-020-20; lot# 65874463. Cpt 12/14 size 3 cocr ext; item# 00-8114-003-10; lot# 65649210. G2 - foreign: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total hip arthroplasty with superior and posterior dislocation and possible underlying polyethylene wear identified post reduction. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.